Manufacturer narrative:
An event of a deformity of device was reported. Following the simulated deployment, a bulbous shape deformation returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 30mm amplatzer cribriform occluder was selected for an implant on (B)(6) 2021. When releasing the right atrial disc, the left atrial disc fell into the right atrium (ra) while still attached to the delivery cable. The device was removed via the loader/delivery system, reflushed and reintroduced into the patient. When trying to position the device it formed a strange shape, similar to a cobra and will not bounce¿ back into its original shape. Device was removed from the patient prior to released from the delivery cable. There was interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. No device was ultimately implanted. The patient remain hemodynamically stable throughout the procedure and no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.